Manufacturer narrative:
The pump passed the displacement test. However, the pump was unable to prime during the prime test, and alarmed motor error during the basic occlusion test due to a faulty force sensor. Unable to perform the occlusion test or excessive no delivery test due to the prime/fill anomaly. The motor was tested outside of the device and it passed. The pump had minor scratches on the display window, a scratched case, cracked battery tube threads, a scratched reservoir tube window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had a motor error alarm during rewind. Customer's blood glucose was 125 mg/dl. Customer was advised to remove the pump battery to prevent continued alarms. Customer was advised that the pump will need to be replaced. Customer was asked verbally and in written form to return the pump for analysis.